Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a (B)(6) old female patient (patient weight is unknown). During the attempt to deploy the stent, the guide catheter broke and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of (B)(6) female patient (patient weight is unknown). During the attempt to deploy the stent, the guide catheter broke and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was loaded on the guide catheter via the suture. The guide catheter was stretched and broken close to the proximal end. The distal broken piece of the guide catheter remained within the delivery system and was kinked/bent/twisted between the gap of push catheter and stent. The distal end of guide catheter also had multiple kinks/bends (suture impressions). The proximal end of the push catheter was kinked. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.